Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
The following information was obtained from a literature article titled "mid-term safety and efficacy of the altis single-incision sling for female stress urinary incontinence: less mesh, same results", published in 2018. The mean age was 59.72 (sd: 11.12), mean bmi was 27.97 (sd: 4.26). One patient had voiding dysfunction that required alpha blockers.